Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.50x15mm trek rx balloon dilatation catheter (bdc) was advanced over an unspecified guide wire, through a tortuous subclavian artery when the shaft separated from the inflation port. The trek rx bdc was simply withdrawn with the guide wire with no remaining device components left. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.